Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a balloon kyphoplasty procedure, one of the balloons ruptured at 250 psi. Patient had no known allergy to contrast and no balloon fragments were left in the patient.

Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a small pinhole puncture near the proximal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters.

Event description:
It was reported that on (B)(6) 2014, during surgery, at 250 psi balloon ruptured. The device was used to treat the patient and no patient complications reported with this event. Patient had no known allergy to contrast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.